Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer is experiencing no delivery and wishes for insulin pump to be replaced. The patient was dissatisfied due to no delivery alarms. The insulin pump were switched and replacement insulin pump was returned as previous insulin pump. The customer was advised that we processed replacement order.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.